Event description:
Patient underwent restylane injections for the first time in 2004 into the upper and lower lip for augmentation. Anestesia was applied in the form of a topical cream pre-procedure. Later the same day, patient experienced swelling of the lips, applied ice, and took benadryl. By that evening the lower lip swelled to "droop below their chin" and the upper lip swelled to to "push asid their nose". Pt went to the emergency room where pt was hospitalized. While hospitalized pt received intravenous medication (unspecified) and oxygen. Pt did not experience any respiratory difficulty but did have difficulty with swallowing. Patient was discharged after 1 day with symptoms resolving completely within 5 days post implant. The physician told the consumer this was an allergic reaction to restylane. The restylane lot # and expiration date were not reported.